Event description:
The physician attempted to deploy an endeavor sprint 2.75 x 18 mm rx drug eluting stent in the lmca. The target lesion had 80% stenosis, was 18 mm in length, moderate calcification and the vessel tortuosity was moderate. Initially a pre-dilatation was carried out using a 2.5 x 20 mm balloon. The endeavor sprint was then advanced but it could not pass the lesion. It was reported that when the stent was removed it was damaged. No patient complications were reported.

Manufacturer narrative:
Evaluation: results: deformation problem. Conclusion: device failure related to patient condition (the target lesion had 80% stenosis, moderate calcification and the vessel tortuosity was moderate)

Event description:
Device evaluation: the distal tip was flared and kinked. The hypotube was kinked 6.2cm distal to the strain relief. The 8th and 10th proximal stent segments were deformed. A number of struts were raised and deformed on the 9th proximal and 1st distal segments. The remaining segments were intact.

Manufacturer narrative:
Evaluation results:failure to deliver stent and stent deformation. The target lesion had 80% stenosis, moderate calcification and the vessel tortuosity was moderate. No results available since no evaluation was performed. Evaluation: conclusion: failure to deliver stent and stent deformation. The target lesion had 80% stenosis, moderate calcification and the vessel tortuosity was moderate. Unable to confirm complaint. (B)(4).